Event description:
Information received from the field notes that two days post implant, the patient presented to the emergency room with diaphragmatic stimulation. When the pulse generator was programmed to vvi, the stimulation stopped.